Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. No damage was observed. The lens was cleaned with lphse to further assess. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Unspecified cartridge and handpiece products were indicated. The viscoelastic information was not provided. It is unknown if qualified combination of products were used. The root cause cannot be determined for the complaint of "folding issue, lens stuck in cartridge". The lens was not returned in the condition reported. No damage was observed to the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2019-46378.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was a folding issue and the lens stuck in the cartridge. There was patient contact, but the lens was not inserted into the eye.